Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance during the process of pushing the stent, and then slowly withdrawing. The proximal end of the stent and pushwire were bent and about to be separated, but it was also reported the damages were in the distal segment. It was confirmed the pushwire was not completely broken/separated when removed from the patient. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of acute stroke with moderate vessel tortuosity. The stroke onset to reperfusion time was 8 hours.

Manufacturer narrative:
H3. Product analysis: the solitaire fr revascularization device was returned for analysis within a shipping box and within a sealed biohazard-pouch. The rebar catheter used during the event was not returned for analysis. The solitaire fr revascularization device was returned within its introducer sheath. The introducer sheath was found to be kinked. No bends or kinks were found with the pushwire. No bends or kinks were found with the marker coil. The glue domes appeared to be damaged. The stent was found to be still attached to the pushwire. The stent non-working (tear drop) length strut was found to be broke. The middle and working length struts appeared to be in good condition. The solitaire fr stent was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken strut. Per the sem analysis report, the strut broken end labeled as ¿a¿ width was measured to be 64.7m and the thickness was measured to be 105.0m. Per the sem analysis report, the strut broken end labeled as ¿b¿ width was measured to be 55.9m and the thickness was measured to be 106.2m. Both ends exhibit fatigue features indicating that fatigue cracking initiated from the wire outer surface. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿resistance during retrieval¿ could not be confirmed as the pushwire was found to be broken. Therefore, the device could not be used for resistance testing. Resistance can be caused by compatibility, lack of continuous flush or extremely tortuous anatomy. Based on the device analysis and reported information, the customer¿s report of ¿pushwire break/separation¿ was confirmed as the strut was found broken. Regarding the strut break issue the investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was treated for occlusion of the middle cerebral artery (mca) m1 segment. The resistance occurred in the distal end of the rebar27 microcatheter. The first pass of the solitaire did not reach the thrombus.